Event description:
The patient had 2 scs lead from the same lot. It was reported the patient was experiencing ineffective stimulation in addition to needing additional coverage. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which one lead was repositioned and the other was explanted and replaced. The patient is "doing well" following the procedure.

Event description:
Additional information received identified effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.